Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Chipped middle of top left tooth/cracking, splitting-teeth [tooth fracture]; brush head broke, bottom part of brush head came off in mouth [device breakage]. Case description: a (B)(6) male consumer reported that he used an oral-b dual clean brushhead with an oral-b rechargeable toothbrush, version unknown, and as he brushed his teeth the brush head came loose and the bottom part of the brush head came off in his mouth and chipped the middle of his top left tooth on (B)(6) 2015. The consumer clarified that the top part of the brush head was still intact but the bottom part of the brush head chad come off and damage his tooth. Generally, he brushed his teeth 2-3 minutes once to two times daily. According to the consumer, the product had not been dropped. The consumer was still using the toothbrush and replaced the brush head with another one form the same package of three brush heads. The consumer reported he had plans to go to the dentist on (B)(6) 2015 at 9am. He clarified that while the experience did not hurt I was an inconvenience. Other concomitant products used were pronamel toothpaste and rembrandt toothpaste. Product use was stopped. The case outcome was not recovered/not resolved.